Event description:
The customer reported that the device had a red x and a "therapy knob failure" message. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.